Event description:
New information received on (B)(6) 2023 indicated that the lead was dislodged.

Event description:
It was reported that the patient presented in the emergency room with shortness of breath and pain in the chest and epigastric area. The left ventricular lead was replaced. The event was resolved without sequelae.